Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead capture threshold and pacing impedance were increased. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.